Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were took to emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. Customer's blood glucose level was 170 mg/dl at the time of hospitalization. Customer was treated with manual injection high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer reported that they had nausea and dizziness symptoms. Customer stated insulin pump was not delivering insulin properly. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).